Manufacturer narrative:
Original treatment length reported 22cm. Actual length treated: 16cm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician treated 22cm of the patient¿s short saphenous vein (ssv) with 0.7ml of vena seal under local anaesthesia. It was reported that the catheter tip was 5cm caudal to the sfj. Compression was used, and the vein was successfully closed. Following the procedure, the patient walked to the train station. After getting off the train it is reported the patient¿s treated leg collapsed and the patient couldn't move. The patient was taken to the emergency room. There was no dvt observed but the patient experienced extreme pain and morphine was administered. During a follow-up visit, 3 days later, the patient reported feeling good and that the pain was gone. The issue is reported to be resolved. No further follow up at this time.